Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6935 lead, implanted (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary - the full lead was returned andanalyzed and no anomalies were found.

Event description:
It was reported that during the implant attempt, the physician had difficulty placing the lead and the lead had high and unstable thresholds. The lead was not implanted and the patient will get an epicardial lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.